Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would not be returning for analysis. However, the device was returned for evaluation. Method code was removed. Evaluation summary: the device was returned for analysis. The reported detachment and torn material was confirmed. The reported collapse/buckled was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use (IFU) and subsequent circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the reported collapse/buckle. Reportedly, the physician straightened out the buckled portion (against the IFU). As the compromised device was re-advanced manipulation and/or interaction with the anatomy and/or other devices resulted in the noted/reported device damages (kinks, bends, torn/detached coating) and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the device was returned for evaluation. Returned device analysis identified that the polymer coating was torn. No portion of the polymer appeared missing. Follow up with the account confirmed that the polymer tore during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the hi-torque guide wires for pta instructions for use (IFU) states: guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the IFU as it is likely that during advancement inadvertent mishandling resulted in the reported collapse/buckle. Manipulation of the compromised device to straighten out the buckled portion (against the IFU), then re-advancement of the compromised guide wire resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the posterior tibial artery. During advancement of the command guide wire, no resistance was noted; however, the proximal end of the wire buckled outside of the patient anatomy. The physician straightened out the buckled portion and readvanced the guide wire; however the distal portion separated at the weld location. The separated portion was removed from the anatomy with a spider filter system. An unspecified guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.